Manufacturer narrative:
The suspect device was returned and evaluated. Accuracy tests were performed, the device was found to pass accuracy tests. The alleged failure was not detected or repeatable. The interior of the device was examined. The interior of the case showed evidence of fluid contamination; contamination was visible on areas of the main circuit board.

Event description:
Per the reporter, the pt was set to receive a 48mm (approximately 8ml) infusion of 30mg diamorphine & 5mg midazolam over 24 hours at a rate of 2mm/hr. The infusion was completed in three hours, the pt was found unresponsive. Narcan was administered to good effect and the pt recovered with no last sequelae.